Event description:
It was reported per med watch report: indication for use: left heart catheterization. On (B)(6) 2011 the intra-aortic balloon pump was set up on patient, but no waveforms were showing. All connections were double checked to verify proper set up. Balloon line was checked for blood return and flushed, but still no waveform.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.